Event description:
Event received via user facility medwatch report. Customer states: "tip of scorpion needle used for rotator cuff repair broke off in the pt's left shoulder." This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. This type of event will typically occur if excessive force is applied while trying to pass the needle through tissue which is too thick, the device tip may unexpectedly strike the pt's bone and/or the needle is passed through the instrument in excess to the extreme it breaks. However, the device was not returned for evaluation and the cause of the event cannot be determined.